Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure, balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 1.20mm x 8mm emerge balloon catheter was used to treat the lesion. The balloon ruptured at 10 atms upon 1st inflation. The procedure was completed with a different device. There were no patient complications reported and the patient's status post-procedure was good.